Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: loss of image. Confirmed failure: no problem found. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler , problem toggling light source, connected monitors, leaking, poor grounding, no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu) and use error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.